Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced discomfort and scrotal pain with an artificial urinary sphincter (aus). The patient was not being happy with the pump placement as it sat low in the scrotum causing the patient to sit on it. The patient also experienced incontinence as the original device did not work from the start. The physician tried moving the pump and cycling the device multiple times. A surgical procedure was performed in which the physician found the cuff was not placed around the urethra. The cuff had been placed around other tissue or muscle next to the urethra resulting in the aus not working. During the procedure the physician removed and replaced all the components. The physician indicated the device would have work if it had been properly placed. The surgery was completed successfully and the patient fully recovered following the procedure.